Event description:
When attempting to retract the jacket, the contralateral capsule got stuck on the figure 8. The pt was stable after snaring. The device was into the aorta, when attempting to unjacket the graft and it became stuck. The graft was not exposed so the device had to be removed. When attempting to remove the device, instead of advancing the contralateral pull wire, the physician pushed a secondary support wire. He advanced the support wire, instead of the contralateral pull wire and the secondary wire perforated the iliac. Since the jacket guard was unable to be retracted, the device was removed and the pt was converted. Pt is doing well and ended up with a surgical graft.